Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock due to a wandering baseline. An alert was also issued with the device because shock lead impedance measurements were greater than 200 ohms. It was noted the patient has an abandoned competitor transvenous ICD system. Fluoroscopy images showed the electrode was near the sternal wire and also showed sub-optimal position (coil appears too high relative to the heart and electrode appears to bend and curve). It was noted the sternum is high in this patient. No other impedance data was available because no induction or shock testing was done at implant, although sub-threshold impedance values were within range. Fluoroscopy images were sent to boston scientific technical services (ts) to further troubleshoot. Ts discussed air bubbles with device programmed to primary vector since vector uses the sense b. The physician believes the electrode is touching the sternal wires and causing the out of range impedance. A company electrical expert indicated that assumption could be feasible. X-rays were taken. It appears the electrode is inserted properly in the device header. The device was reprogrammed to secondary vector and the patient was discharged home and will be set up for remote home monitoring. No further issues have been reported.